Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with racked on lower left front corner also cracked on right plunger case. Event history log review was performed and found motor rate error in ehl. Visual inspection and occlusion testing were performed. The customer's reported problem was duplicated. According to the investigation, the reported problem motor rate error was found during occlusion testing. The investigation reports that the reported problem was caused by combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out due to normal wear. Service's replaced the pump motor assembly, worm gear, leadscrew and clutch halves and performed pm maintenance and all functional testing passed. Service's also replaced left and right plunger case, battery door due to cracks, replaced the plunger cable, position pot, motor/worm bushing, worm coupling, worm gear, wavy washer, stepper motor, motor mount, delrin washer, thrust bearing, lead screw, left and right clutch halves and clutch spring due to old worn parts. Calibrated device and performed all functional tests which passed.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited "motor rate error". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.